Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during surgery that the instrumental fractured. Subsequently, the surgery was completed with the same instrument. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual examination concludes that the returned device is fractured and exhibits signs of repeated use (nicked or gouged) and the post feature has fractured off, all pieces returned. DHR was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to design deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.